Manufacturer narrative:
Corrected fields: d4, e1 (event site mail), e3. Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. No further information has been provided despite the 3 good faith efforts (gfe's).

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic baloon pump there was a gas loss alarm, no patient harm or injury was reported.